Manufacturer narrative:
Internal complaint reference number: case - (B)(4).

Event description:
It was reported that, during foot and ankle surgery, versajet ii device water stoped flowing out while using the handpiece. The procedure was completed without delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found no faults, establishing no relationship between the device and the reported event. The probable root cause may include a connection issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.